Event description:
It was reported that a patient underwent a sling procedure in 2009. During the procedure, the white plastic needle split, but the crack was not so severe, and the surgeon was able to complete the procedure with the same device without any adverse patient consequences.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.